Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: 37. Strip code: 37. Strip storage: stored correctly. Symptoms: tired, disoriented. The pt's family member reported that he called ambulance and pt was almost in a coma. Their meter allegedly was inaccurately erratic. The result on their meter was unk. A result of 32mg/dl was reported but source is unk. The result on the emt meter was unk. There was no comparison between pt's meter and emt meter. Treatment was with "medicine". Pt was taken to the hospital. No further info has been reported.